Event description:
Customer reported via phone call that they were experiencing high and low blood glucose level. The low blood glucose level of customer was 48 mg/ and high blood glucose level was 470 mg/dl. It was unknown that auto mode feature was active at the time of incident. Customer ate as a treatment for low blood glucose level. Customer stated that they were brittle diabetic. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.